Manufacturer narrative:
(B)(4).

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm on. It was reported that on a recent follow-up CT revealed that the stent graft has migrated distally 35 mm with a type ia endoleak. There is also left limb occlusion and the patient has a fem-fem bypass. The physician attributed the migration due to slight aortic neck dilatation. The aortic neck diameter is currently 31/32mm. Per the physician the cause of the occlusion is unknown. The patient will be monitored. No clinical sequelae were reported.

Event description:
Additional information was received. The previously reported stent graft had migrated 30 mm below the renal arteries. It was reported that the patient received treatment where the physician used an aui to fix the migration as limb was already down. The intervention was successful and the events were resolved. No additional clinical sequelae were reported and the patient is doing fine.